Manufacturer narrative:
(B)(4). The customer returned one threaded compression cap for evaluation. Signs of use were observed. Visual inspection of the sample confirmed cracks along the molding seam of the compression cap and on its edges. The green compression sleeve was removed from within the compression cap. Visual and microscopic examination revealed that the green compression sleeve contained damage from becoming pinched between the threads of the compression cap and connector assembly. R & d was contacted and confirmed that over-tightening of the compression cap during use likely caused or contributed to this event. The instructions-for-use (IFU) provided with the kit informs the user, "green compression sleeve must be present when threading compression cap onto hub connection assembly. Failure to do so may result in air embolism, blood loss, or catheter separation". The IFU also states, "thread compression cap onto hub connection assembly firmly, but do not over tighten. There should be no threads visible on hub connection assembly." The report of a damaged compression cap was confirmed through complaint investigation of the returned sample. Visual and microscopic analysis revealed a crack in the compression cap. Thread imprints were observed on the green compression sleeve, which likely occurred from being pinched between the connector assembly and compression cap. Based on the sample received, the report from the customer, and the comments from r & d, it was determined that unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports if this nature.

Event description:
It was reported that: "(B)(6) 2024, the compression fitting on the extension line was found broken during use on the patient. The patient was reported as fine with no harm or consequence."

Event description:
It was reported that: "(B)(6) 2024, the compression fitting on the extension line was found broken during use on the patient. The patient was reported as fine with no harm or consequence."

Manufacturer narrative:
Qn#(B)(4).